Manufacturer narrative:
Plant investigation: the product sample was not returned to the manufacturer, and therefore a physical evaluation could not be performed. No anomalies or deviations were found during review of the manufacturing records. The description indicates a defect in the connection of the arterial venting line. According to the description, the defect was located between the connection of the luer lock negative adapter and the three-way stopcock. Based on the available information, it is likely that the leak was caused by a defect in the luer lock negative adapter. However, the defect could not be verified by an examination of the product, and photos were not provided for review. As the damaged component is a purchased part, the manufacturer has been notified of the defect.

Event description:
It was reported that the connector at the arterial vent port p3 (pos. 3) was leaking between the tubing and the red three-way stopcock (luer lock connection). This occurred during the priming phase for extracorporeal membrane oxygenation (ECMO) therapy; there was no patient involvement. The system was not used on the patient; a new device was set up. There were no expected novalung console alarms associated with the reported event. The xlung kit was inspected for damage prior to use, and no damage was found. No fractures were visible on the venting line, and the line did not disconnect. It is not known if the patient finished treatment; however, no further issues were reported. There was no indication that the event resulted in any patient harm, injuries, or adverse effects requiring medical intervention. The sample was not available for manufacturer evaluation as it was discarded. No photos were available for review.